Event description:
It was reported that the customer was not seeing insulin drops coming out the end of the tubing during fill tubing. Customer loaded pump with cold insulin. Tandem technical support check luer lock and it was found insulin was coming out of lock. Customer tightened luer lock and was able to complete the load process. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.